Event description:
The distal tip of the catheter got stuck at the treatment site. The catheter stuck on the guidewire and pulled out together with the guidewire causing a dissection of the proximal lad. The dr. Placed a stent at the dissected site and continued normal ptca. The pt is doing fine.